Manufacturer narrative:
Radiographic image assessment indicated that antero posterior standing x-ray thoraco lumbar sacral construct appears to be post revision. Two screws on one side appear retained in bone without attached tulips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in a spinal therapy. It was reported that the screws were broken. The two screws tulip heads were removed from vertebrae but was unable to remove screws shafts. Revision surgery was performed to remove these broken tulips. Extension of pedicle screw & rod upto l1,d11 /d12 & replacement of l1 screw placement, posterior decompression l1/l2. Two broken screws removal at level of l4/5. The screw shafts are in the patient body. Patient was feeling pain as the fixation screws were broken.

Manufacturer narrative:
G2: country of origin is bangladesh. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.